Event description:
Medtronic received a report that the surgeon planned to deliver the stent to the lesion site via the stent delivery catheter. However, during the delivery process, the stent became stuck in the middle of the catheter, making advancement impossible. There was a noticeable jamming sensation, and both delivery and retrieval of the stent were difficult. The surgeon suspected damage to the catheter's inner lining or the stent structure. The system was withdrawn, and a complaint was filed. There was catheter resistance in the middle of the catheter.  The pipeline was used for an indication that is not approved (off-label). The stent was used for a left middle cerebral artery aneurysm. The catheter was flushed continuously with heparanized saline. The pipeline did not become stuck. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of an amorphous, unruptured left middle cerebral artery aneurysm with a max diameter of 5.3 mm and a 3.9 mm neck diameter. The landing zone was 2.7 mm distal, and 3.5 mm proximal. It was noted the patient's vessel tortuosity was moderate. The access vessel was the right femoral artery with a diameter of 6.5 mm. The angiographic result post procedure was normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex braid and phenom 27 catheter were returned inside a bio-hazard bag and a shipping box. The pushwire was not returned. ¿ damage location details: the braid's distal and proximal ends were found opened and frayed. The catheter tip and marker were examined, and no damage was found. The catheter body was found to be flattened for a length of 4.0cm to 13.6cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the total and usable length were measured within specifications. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, it got stuck at the damaged location. ¿ conclusion: based on the returned devices, the customer complaint was confirmed, as the pipeline flex braid and the catheter were found to be damaged. The observed damage on the catheter (flattening) and braid (fraying) indicates that high force was likely applied. This damage may have occurred when the customer attempted to advance or retrieve the pipeline flex through the catheter against resistance. Possible causes of the resistance include vessel tortuosity and a lack of continuous flush with heparinized saline during the procedure. However, the customer indicated that the vessel tortuosity was moderate and a continuous flush was used, which rules these out as potential causes. The cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that after it was withdrawn from the body, the surgeon said there was flattening and kinking of the catheter that could be seen with the naked eye. The cause of the resistance was not determined, but the operator suspected catheter damage. A continuous saline flush had been administered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire observed.